Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th and 14th stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. A kink was evident on the catheter 22.5cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product image summary: photo was received from the account, capturing the resolute onyx 2.25x22mm stent in-vitro. Deformation is evident to the 13th and 14th distal stent wraps, with what appears to be raised struts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a mildly tortuous, moderately calcified lesion in the mid circumflex artery. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The device did not cross the lesion at the first attempt. It is reported that the stent became deformed during delivery through the vessel. This was noted before a second attempt to advance the device. The device was removed from the patient as normal. No patient injury is reported. A non-medtronic stent was then used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.